Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as updates from product investigation was received. Boston scientific received information that the patient with this right atrial (ra) lead had infection. The patient had a draining sore over the top of the device. The physician opened the area, expressed the draining and placed the patient on antibiotics. The area was evaluated again and appeared healed. There were no additional adverse patient effects reported. The ra lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead had infection. The patient had a draining sore over the top of the device. The physician opened the area, expressed the draining and placed the patient on antibiotics. The area was evaluated again and appeared healed. There were no additional adverse patient effects reported. The ra lead remains in service.